Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard expression meter was giving high readings. I received a phone call from a mother and daughter. They both stated the expression meter is not working properly. Last night the daughter had a seizure which she thought was caused by her epilepsy. During the seizure her mom tested her glucose using the expression meter. The first reading was 89mg. She questioned the results and took another test about 15 minutes later and received 120mg. Her mother didn't trust the results so she tested her glucose the 3rd time on different meter. She received 127mg. She wasn't sure if any of the meters were working so she contacted the paramedics. When they arrived they took her reading and received 26mg then treated her with glucagon pill. Customer's mother stated she performed a solution test but she did not put it into control mode. Verified the control solution has been opened for about 3 months so is no longer good. She stores the meter and strips in her bedroom. The test strips were opened in the beginning of (B)(6). She is not receiving any oxygen therapy. She sometimes has trouble getting a blood sample. She does not always change her lancets. She washes her hands with alcohol swabs and doesn't allow her hands to dry thoroughly. Her normal glucose readings range from 200mg to 390mg. There has been a change in her medication due to gastro paresis. I explained how to properly perform a blood and control solution test since the customer performed improper techniques. Replacing product.